Event description:
It was reported that pump displayed malfunction code 12 and continued to show this code even after reset attempts. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support with resetting the pump, but since the issue recurred, technical support arranged for a pump replacement while the customer used multiple daily injections as backup therapy.